Event description:
It was reported to philips by a customer that the unit's nav ring is unresponsive and needs a part number for the replacement pert. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomedical engineer (bme) confirmed that the unit had navigation ring issue, it would not respond to the touch. The bme stated that he could not wait for a field service engineer to visit onsite. The rse provided the bme with the part number of the front bezel, which is the recommended part to be replaced. Further information is pending.

Event description:
It was reported to philips by a customer that the unit's nav ring is unresponsive and needs a part number for the replacement pert. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomedical engineer (bme) confirmed that the unit had navigation ring issue, it would not respond to the touch. The bme stated that he could not wait for a field service engineer to visit onsite. The rse provided the bme with the part number of the front bezel, which is the recommended part to be replaced. Further information is pending.

Manufacturer narrative:
The biomed replaced the front bezel to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail..